Manufacturer narrative:
Controls were not run before and/or after the event. Service as not dispatched for this event. The original run included is cbc. To run a reflex, a different test (such as diff or retic) must be ordered. The 2nd sample is cdr. It should be impossible to order a predilute and get a cdr. Therefore, there was no multiplication - they ordered cdr. Software development verified that on a 1.1.3.1 system, it is impossible to run a cdr panel on a prediluted specimen. Based on available information; either a cdr was re-flexed from cbc panel and then prediluted the specimen, or the specimen was prediluted and then ordered a cdr. In both instances the predilx5 multiplication is not possible. The root cause of this event is user error.

Event description:
Beckman coulter inc. (Bci) (B)(6) reported erroneous low cbc results generated on unicel dxh 800 coulter cellular analysis system for a patient specimen when the sample was manually diluted and analyzed in pre-diluted x 5 mode on single-presentation. The cbc results were not multiplied by five as expected. The erroneous results were not reported outside the lab. Data submitted shows initial sample was run in cbc mode. The rerun results were erroneously low and were run in cdr mode. No death, injury or change to patient treatment as a result of this incident.